Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp), regarding a patient who was receiving dilaudid (concentration, dose, dates of therapy, and lot number were unknown). Indications for use included non-malignant pain and failed back surgery syndrome. Concomitant medications and pertinent medical history were not reported. Since the new pump was implanted on (B)(6) 2013, the patient had pain and was fairly miserable. The patient as in pain most of the time and it has never done as well, as it once did, to stifle the pain. The dose had been increased many times, but the pump has not helped with the pain. The patient was concerned that, following pump implantation, the patient was no longer having constipation, but instead had to go to the bathroom many times per day; "it was almost like they didn't don't have a pump anymore." On an unknown date in (B)(6) 2015, the pump showed a 20% volume discrepancy at refill. No additional information with regard to that volume discrepancy was reported. On (B)(6) 2015, at the last refill, the pump showed a 20% volume discrepancy and was leaking; the pump was filled on schedule by the physician's assistant (pa). The pa, who they had seen years, was concerned because they were only able to withdraw a few drops. It was calculated that although the low reservoir alarm date was (B)(6) 2015, the "real date" would be (B)(6) 2015, to subtract for the leaking issue that was occurring. At that time, the pump was being used to deliver dilaudid (27.7 mg/ml) at 14.117 mg/day and marcaine (14.1 mg/ml) at 7.186 mg/day ( lot numbers, and dates of therapy were unknown). The hcp ordered and isotope nuclear test, and the patient was sent to another hcp for a consult. The patient's back pain was getting worse every day. There was consideration regarding substituting a magnetic resonance imaging (MRI) without contrast for the isotope nuclear test, but the MRI was never done. The as of (B)(6) 2015, the isotope nuclear test was scheduled, but had not yet been completed. The patient was seeking an new hcp to manage the pump. Actions and interventions taken to resolve the volume discrepancy and lack of therapeutic relief were reported as "isotope nuclear test to be scheduled in mid-september." As of (B)(6) 2015, the patient had not found a managing hcp, no steps had been taken to resolve the leak or back pain, and the leaking pump and back pain had not resolved. The alarm date was (B)(6) 2015, but as the pump was presumed to be leaking, the thought it could run out any time and that scared them; the patient could not sleep over the worry, nor could they think straight. Additional information has been requested regarding the nature of the volume discrepancy in (B)(6) 2015, as well as any intervention, patient symptoms, diagnostic testing, and outcome related to that reported volume discrepancy. Information was also requested regarding the results of the isotope nuclear test that was to have been done in (B)(6) 2015, as well as any subsequent intervention, and outcome related to those test results, the volume discrepancy, and lack of therapeutic relief.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported their pump had malfunctioned for years. The patient reported their pump had to be filled every two months. The patient reported the monitor would say they would have 6 mg left in the pump but they would only have 2 mg. The patient stated the monitor reading was never correct with their pump, the patient always had less medication in the pump than the monitor would say was in there. The patient indicated this caused them constant worry. The patient reported they have gone into withdrawal twice. Regarding the report of withdrawal, information was previously reported under manufacturer report number 3004209178-2019-02799, which is now no longer active. Any additional information reported regarding this event will now be reported under this manufacturer report number # 3004209178-2015-16937.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a consumer. It was reported that the patient¿s pump was malfunctioning and has been all along / since their current pump was implanted. Every time they had gone for a refill, the amount of medication that they pull is different then what is expected. The pump gets refilled every 2.5 weeks, but sometimes when the patient goes to her pump refilled, there are drops left in the pump itself. When the pump was last refilled on (B)(6) 2019, the hcp expected 5.5 cc, but there was only 2 cc left in the pump. The pump was currently administering dilaudid of an unknown concentration at a dose rate of 8.678 mg/day and marcaine of unknown concentration at a dose rate of 4.339 mg/day. Regarding the drug information and dose rates, it was indicated that this was read off from (B)(6) 2018. The patient never got a printout from their previous managing physician.